Event description:
During product evaluation, the pump was tested for flow accuracy. The infusion pump failed (underinfused). There was no pt injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the pump failed the accuracy pre-test due to a faulty pump head module (phm). The phm was replaced. A review of the complaint history revealed similar reports have been received this product and the reported issue. This issue is being investigated under CAPA, , which was opened in 2005.